Manufacturer narrative:
Additional information: it was reported during follow up that the patient recovered fifteen days after hospitalization and the following day, was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after event onset, the patient was hospitalized for the event. The patient was treated with ancomycin injection (1 gm, route, frequency and duration were not reported) and imipenem injection (1.25 gm, route, frequency and duration were not reported). At the time of this report, the patient remained hospitalized was recovering from the event. Pd therapy was ongoing. No additional information is available.